Event description:
A malfunction alarm identified as malf 24 was reported, resulting in the customer's blood glucose level exceeding the normal range, with a reading displayed as "high"; however, a specific value was not provided. The customer attempted to resolve the issue by changing supplies but did not require assistance from a third party. As a corrective measure, customer technical support (cts) arranged to replace the pump with a new one equipped with updated software. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.